Event description:
A pt(age and gender unk) underwent a therapeutic ercp with stent placement for treatment. The hydra-jagwire became lodged in the stent resulting in the inability to place the stent. Another of the same devices was utilized with successful deployment at the stent. The pt did not sustain any ill effect as a result of the event. The pt condition is reported to be fine.